Manufacturer narrative:
Additional information: review of radiographic images found as follows: 7/23/2009 lumbar fluoroscopy shows lumbar spine with apparent central screws that appear to be anterior. 7/26/2009 chest x-ray infiltrate is seen in the left base obscuring the diaphragm. Heart is mildly enlarged.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on (B)(6) 2009, the patient presented with back pain and the preoperative diagnosis of degenerative disc disease and discogenic low back pain with referred leg pain. The patient underwent a surgery which consisted of a posterior fusion l4 to the sacrum; segmental spinal fixation with pedicle screw and rods l4 to the sacrum and allograft implantation. Per the operative report ¿¿posterior spinal fusion was carried out from l4 to the sacrum by decorticating the posterolateral aspect of the patient's spine using a bur, appropriate size allograft was distributed over the posterolateral aspect of the patient's spine from l4 to the sacrum completing the fusion¿next, anterior lumbar interbody fusion was carried out by fastening parallel bleeding bony surfaces at l5-s1 and l4-l5. Appropriate sized allograft spaces were selected and gently implanted in the interspaces at each level with appropriate amount of distraction completing the fusion.¿ no patient complications were noted. Specimens received from the formalin were analyzed with the final diagnosis of degenerative firbrocartilage and scant fragments of bone. Intra operative x-rays showed alignment int act. On (B)(6) 2009, the patient underwent a chest x-ray which showed small bibasilar areas of subsegmental atelectasis. On (B)(6) 2009, the patient was discharged from hospital. On (B)(6) 2009, the patient presented with back pain and no signs of infection. On (B)(6) 2009, the patient presented with some residual right sided leg pain. On (B)(6) 2009, the patient given the work status ¿ ¿may not return to work.¿ on (B)(6) 2009, the patient presented lumbar syndrome. He complained of mild buttock pain on the left side. X-rays showed the beginnings of a solid arthrodesis with abundant bone formation in the paralateral positions and blurring margins between the bone graft and the bone indicating the beginnings of successful fusion. On (B)(6) 2009, the patient presented lumbar syndrome. On (B)(6) 2010, the patient presented back pain and lower extremity pain with numbness and aching. And was making slow, steady progress with some bad days. Work status ¿ may not return to work. On (B)(6) 2010, the patient presented with pain and lumbago and was doing ¿reasonably well¿. On (B)(6) 2010 and (B)(6) 2010 the patient was given the work status ¿ may not return to work, on (B)(6) 2010, the patient presented with chronic refractory low back pain; facet arthrosis; post-laminectomy syndrome and pain consistent with sensitivity to hardware. The patient underwent a diagnostic hardware injection at the superior end bilaterally. Lumbar spine x-rays showed solid arthrodesis posteriorly and anteriorly. On (B)(6) 2009, the patient presented with back and neck pain which kept them up at night and radiated down into the bilateral thighs. On (B)(6) 2010, the patient presented with pain and expressed that the previous injection had no lasting effect. The patient¿s work status was - no work/activity. On (B)(6) 2009, the patient presented with chronic low back pain and underwent a lumbar provocative discography study l3-4, l4-5, and l5-switch showed that l3-4 was normal; l4-5 disc was large with evidence of posterior disc protrusion and equivocal concordant pain with referred pain into the bilateral buttocks region; and l5-s1 had marked degeneration with extravasation posterolaterally and concordant pain referred into the bilateral low back region. There was no evidence of lower extremity weakness or hemodynamic instability. No patient complications were noted. On (B)(6) 2010, the patient presented with pain and underwent surgery which consisted of removal of spinal fixation (pedicle screws, rods, l4 to sacrum); exploration of spinal fusion, l4 to sacrum. The exploration showed solid arthrosis. On (B)(6) 2010, the patient was discharged from hospital. On (B)(6) 2010, the patient presented with pain. On (B)(6) 2010, the patient presented with bilateral low back pain. The patient reported the pain woke them up every hour when trying to sleep at night. It was noted that the patient could not return to work at this time. On (B)(6) 2010, the patient presented pain. On (B)(6) 2010 <(>&<)> (B)(6) 2010 the patient presented with complaints of low back pain that radiated into the hips, left greater than right with occasional lower extremity symptoms, mostly posterior leg to ankle and/or across the top of the foot. The patient also complained of neck pain, primarily left sided, with symptoms into the upper trap and shoulder. The patient presented with limited rom. The patient underwent a functional capacity evaluation over two day which showed that the patient met the sedentary to light work level during testing with a 15% whole person impairment recommendation. On (B)(6) 2011, the patient underwent a functional capacity evaluation which gave the patient a 17% whole person impairment rating. On (B)(6) 2012, the patient presented with right foot pain with pain sometimes running up the right leg ¿like a nerve or something¿ which they claimed started the week prior. The doctor¿s diagnosis was idiopathic peripheral neuropathy. On (B)(6) 2012, the patient complained of right heel pain and believed the previous back surgery was causing it. On (B)(6) /2012, the patient complained of right foot pain which traveled up the side of the lower leg and posterior thigh to the back and then would tingle. Pain was worse with activity or prolonged sitting. The patient also reported intermittent numbness and back pain and occasional weakness in legs. On (B)(6) 2012, the patient presented in ER with low back pain radiating into both hips. The patient stated they had heard something ¿pop¿ when they had bent down the day before. A lumbar spine 8 view imaging took place which showed surgical screws at l4 and s1 with remaining vertebral bodies demonstrating normal height, alignment and interspacing; no fractures or lesions were seen. On (B)(6) 2012, the patient presented with constant pain over back, leg, foot and hips. Pain was worse with sitting or standing for too long. The patient stated they had been under the impression that all hardware had been removed in their second surgery however, x-rays taken in ER the precious week had shown screws at l4-s1 level. Per a separate doctor¿s note patient had had all hardware removed from their back. On (B)(6) 2011, the patient presented in ER with neck and back pain after a mva the night before. X-rays of the cervical and thoracic spine were taken and both read as negative. On (B)(6) 2012, the patient presented with low back pain; bilateral lower extremity pain right greater than left, that went into foot; intermittent numbness and tingling in the right leg; and occasional weakness in the right leg and foot. The patient also reported neck pain and stiffness; fatigue; myalgias; joint swelling; gait problems; and increased pain with rom. The patient complained that the pain never improved after the 2009 <(>&<)> 2010 surgeries. Per the doctors notes as CT of the lumbar spine showed adequate bony fusion l4-s1 and fusion material l4-s1. On (B)(6) 2012, the paint presented pain and underwent a nerve conductive and emg study - results were normal. On (B)(6) 2012, the patient presented with low back pain; bilateral lower extremity pain, right greater than left; and intermittent numbness, tingling and weakness. The patient also reported neck pain and stiffness; fatigue; myalgias; joint swelling; gait problems; and increased pain with rom. On (B)(6) 2012, the patient presented with back pain and underwent a 3 view lumbar spine x-ray which showed moderate facet hypertrophy and post-operative changes with anterior fusion and discectomies at l4-5 and l5-s1. A lumbar spine MRI was performed which demonstrated mild l3-4 foraminal central canal stenosis and mild inferior foraminal narrowing; and normal post-operative alignment with excellent straitening of the spine and no central or foraminal compromise (l5-s1). On (B)(6) 2013, the patient presented with low back pain; bilateral leg pain, right greater than left; and right foot pain with numbness, tingling, and weakness. The patient complained that most of the time they could not put shoes on due to the pain and that the pain was significantly limiting quality of life and daily activities. The patient also complained of new intermittent numbness and tingling in fingers bilaterally and sometimes having trouble opening thighs. The patient exhibited decreased rom with both the cervical and lumbar back. The patient was encouraged to apply for disability. The doctor mentioned that the patient may be a surgical candidate due to adjacent level disease above old fusion from l4-s1 on (B)(6) 2013, the patient presented with reoccurring severe low back pain with bilateral tingling and numbness in hand consistent with carpel tunnel syndrome. The pain in the low back was described as dull and aching worse with physical activity and radiates down into the legs. The patient underwent a 2 v x-ray which showed solid interbody and posterior arthrodesis at l4-5 and possible some mild collapse at l3-4. On (B)(6) 2013, the patient presented with neck pain and underwent a nerve conductive and an emg study. On (B)(6) 2013, the patient presented with pain and underwent a lumbar spine MRI.